Event description:
Customer reports back to back testing on the same meter while using the compact system with results of "hi" (> 600 mg/dl) and 141 mg/dl. No quality controls were run. No adverse event due to discrepant results reported. A request was made for return of the suspect product and a replacement was sent.